Event description:
It was reported that the device was contaminated. An innova 7x80x75 stent system was selected for use. During device flushing in preparation for the procedure, it was observed that the device was contaminated. It was unconfirmed whether contamination occurred during preparation or whether the device was contaminated prior to being removed from the device packaging. The device was replaced in order to complete the procedure. There were no reported adverse consequences to the patient.